Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse did not reproduce the reported complaint. The fse replaced the scratched and degraded ac power cable. The fse also replaced the e-100 generator due to customer¿s request. The system was tested and verified as ready for use. Isi received the e-100 integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported complaint. This unit was installed into a test system, and it worked fine with synchroseal instrument. Synchroseal was used with a saline dipped gauze in the jaws and was fired with yellow pedal/sync activations cut/seal about 100 times. E-100 worked fine without any issue. No problem was detected. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: the issue of the e-100 integrated electrosurgical unit (iesu) reoccurred multiple times after the start of the procedure. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the e-100 generator was not working stable. The e-100 generator did not recognize the instrument and caused non-recoverable errors. The issue was resolved after rebooting the e-100 generator. The tse reviewed the error logs and confirmed communication errors. The tse advised the customer to perform hard power cycle e-100 and to check the message on the vision side cart (vsc) screen. After, the customer called back and reported that the issue occurred multiple times during the procedure. The customer could not confirm the error message. The alternating current (ac) power cable of the e-100 generator was found to be damaged. The customer requested the field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. An error occurred once during procedure preparation. The error was resolved by restarting the e-100 generator used in the procedure. However, the e-100 generator was working unstable during the procedure, and the same error occurred twice in the procedure. The customer rebooted e-100 with a power button and reinserted the vessel sealer cable. The customer elected not to continue using the e-100 generator after the procedure. The procedure was completed robotically.